Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated that he hooked the pump back on after taking a shower and tried to respond to the sensor alarm. However, the customer received the button error alarm at that time. The customer's blood glucose was 244 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm and stated that the insulin pump was not bumped or dropped. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. The customer mentioned that his high blood glucose was due to being sick and that he had manual injections ready if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. No sensor error alarm could be verified due to the keypad anomaly. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube and tube lip, cracked belt clip slot and minor scratches on the display window.